Event description:
According to the reporter, during flexible bronchoscopy, right video assisted thoracoscopy surgery, right upper lobectomy, lymph node dissection and right middle lobe wedge resection, the reload jaws would close around the vessel, but stapler mechanism would not engage and fire the staples. This stapler had been used 7 times before without any issue. Another stapler was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. . The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during flexible bronchoscopy, right, video assisted thoracoscopy surgery, right upper lobectomy, lymph node dissection and right middle lobe wedge resection, the reload jaws would close around the vessel, but the stapling mechanism would engage and fire the staples. This stapler had been used 7 times before without any issue. There was no patient injury.